Manufacturer narrative:
Main investigation conclusion. The reported outflow graft obstruction, hemolysis, and hematuria could not be confirmed through this evaluation. Additionally, a specific cause for these events could not conclusively be determined. The account reported that the patient was experiencing shortness of breath, dyspnea on exertion, diaphoresis, and hematuria. Elevated hemolytic labs were also reported. Additionally, the patient¿s aortic valve reportedly started opening every beat. The patient was started on additional anticoagulants. The account reported that computed tomography angiography (cta) scans revealed possible thrombus in and around the outflow graft. The account later reported removal of a hematoma causing extrinsic compression from the space between the outflow graft and the outflow graft bend relief. The account reported that the patient¿s symptoms subsequently resolved. The submitted log files appeared unremarkable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists hemolysis and bleeding as adverse events that may be associated with the use of the heartmate ii lvas. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient visited the emergency department with shortness of breath (sob), dyspnea on exertion (doe), and diaphoresis. Diagnostic tests revealed elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) levels. The patient had hematuria. A ramp study was performed revealing that the patient's atrial valve (av) was opening every beat when the left ventricle assist device (lvad) was at a set pump speed of 9000rpm. In an earlier event, the patient¿s echocardiogram (echo) revealed that the av closed with every beat when the lvad was set at the same pump speed of 9000rpm. The patient was started on heparin and integrilin. A review of the log files revealed a single unsustained power/flow elevation on (B)(6) 2021. Additional information revealed that the patient had a computerized tomography angiography (cta) scan on (B)(6) 2021 which showed possible thrombus in and around the outflow graft. On (B)(6) 2021 the patient was taken to the operating room (or) and had a revision of the outflow graft. In addition, a hematoma between the outflow graft and circumferential bend relief was evacuated to remove extrinsic compression. On (B)(6) 2021, the patient symptoms have resolved and urine is clearing up. Ldh was 866 u/l. There was a plan to go back to or for wound vacuum-assisted closure (vac) removal and wound closure.